Event description:
In 2004, the pt's sys reportedly stopped working. The pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed the pt's c1 device was no longer functioning.